Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-1204af-90 flip cutter broke during an acl + mcl repair procedure. The tip of the device broke off. The surgeon was able to locate and remove the tip as well as all of the remnants. The surgical technique was changed and the case was completed successfully.